Manufacturer narrative:
Initial reporter address: (B)(6) guishan township should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ¿foreign matter¿ was observed at an unspecified location of two (2) 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags. The issue was discovered in the pharmacy prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from september 06, 2021 - september 07, 2021. H10: the actual samples were received for evaluation. Unaided visual inspection was performed which observed floating particle matter in the fluid path of both samples. The particles were identified as white, elongated, polymeric appearing particle matter floating in fluid path and morphologically consistent with fill port material, acrylonitrile butadiene styrene (abs). No fill port or cap defect could be observed of both samples. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.